Manufacturer narrative:
(B)(4). Batch # t5e953. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it necessary to cut the device from the tissue to remove it from the patient? Did the jaws of the device eventually open?

Event description:
It was reported that during an unknown procedure, the stapler wouldn't open. The doctor tried opening the stapler using the reverse button, several times, as well as using the manual override lever. It was not reported how the jaws were opened or if the device was stuck on tissue when the device wouldn't open. A second like device was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/26/2020. D4: batch # t5e953. Investigation summary the analysis found that one pcee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.